Event description:
Reporter alleged obtaining the results of 200 mg/dl and 74 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he felt as if his blood glucose levels were dropping and he ate a meal to feel better. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips are no longer available for return, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.